Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/03/2015. The fse found and confirmed the leak originated from tubing through pinch valve vl49a. The fse replaced the tubing, resolving the leak. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a fluid leak of approximately 5ml from a coulter lh 780 hematology analyzer. The leak was not contained within the instrument and no error messages were observed by the customer at the time of the event. The customer could not identify the source of the leak, and a service visit was requested. The customer was wearing personal protective equipment consisting of a laboratory coat, eye protection, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.